Event description:
The husband of a female pt contacted lifecor customer support to report that one of his wife's battery pack was displaying the red "battery pack fault" led when placed on the charger. Support sent the pt a replacement battery pack and battery charger.

Manufacturer narrative:
Device eval summary: device evals of battery charger and battery pack have been completed. The reported problem was confirmed. The cause of the defective battery charger was a defective q1 chip. This bad chip caused the battery pack to not enter charging mode. The root cause of the defective q1 cannot be positively identified but was likely random component failure. The faulty charger was repaired. It was then retested and restocked. The battery pack has not been returned. No adverse event resulted from the damaged battery charger. The pt received a replacement battery charger and battery pack. Device MFR date: battery charger - 11/2008. Battery pack - 05/2009.